Manufacturer narrative:
Additional information was received on june 18 2020 clarifying that for the cardiac tamponade event which occurred on the procedure day, unspecified medication was administered. Additional information was also received on june 30, 2020. On (B)(6) 2019, 2.5 months post procedure, the patient developed recurrent pleural effusion. No intervention was reported. The patient was hospitalized for 2 days. The issue was resolved. The investigator assessed this event as not expected, moderate in severity, serious, not related to study device (visitag surpoint epu), not related to study catheters, not related to biosense webster non-investigational device (e.g. Pump, tubing, cables etc) and possibly related to the index procedure. Since hospitalization was required, this event was assessed as a serious injury. Since the investigator implied that there is a relationship to the index procedure, this event was also assessed as a ¿cardiac tamponade¿. No additional patient code is needed in the ¿h6.patient codes¿ field as ¿cardiac tamponade¿ was already reported in the 3500a initial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Originally, it was reported that in the opinion of the investigator, this event was not expected. Additional information was received on may 8, 2020 updating the investigator¿s opinion to this event was anticipated. Per an internal review on 6/1/2020, it was noted a correction to follow-up #2 on d11. Concomitant medical products and therapy dates section. Removed carto 3 system, added smartablate generator kit-us and corrected unk_visitag surpoint epu to visitag surpoint epu. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
During an internal review on (B)(6) 2019, a correction was noted to the 3500a initial report. The concomitant products were not added. Therefore, processed the ¿d11. Concomitant medical products and therapy dates¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Originally it was reported that no additional hospitalization was required; however, additional information was received on october 29, 2019 stating that the hospitalization was extended until (B)(6) 2019. Therefore, b 2. Is hospitalization initial/prolonged has been processed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device with lot number 30258636m, and no internal actons related to the reported complaint condition were identified. (B)(4).

Event description:
During a clinical trial, sponsored by biosense webster, inc., during a paroxysmal atrial fibrillation (afib) procedure for a 66 year old female patient, a cardiac tamponade occurred with a thermocool® smart touch® sf bi-directional navigation catheter. On the procedure day, the patient suffered a cardiac tamponade. When the procedure had ended and during 30min wait prescribed by the protocol, it was first noted that the patient¿s blood pressure had dropped. Echocardiogram showed a small circumferential effusion. However, considering that there were fluctuations in her blood pressure, the physician did not feel comfortable leaving this unaddressed. Therefore, a pericardiocentesis was performed to remove 240ml of fluid. There was no time where her blood pressure dropped or she required pressor support or CPR. There was no reaccumulation of the fluid. The patient¿s condition is recovered. Additional hospitalization was not required. Physician's opinion regarding the causality of this event is unknown. The principal investigator assessed this event as moderate in severity, serious, not related to study device, possibly related to study catheters, not related to biosense webster, inc. Non-investigational devices (e.g. Pump, tubing, cables, non-study catheters, etc), causally related to the study procedure. In the opinion of the investigator, this event was not expected. Transseptal puncture was performed with an unknown device. No steam pop occurred. No error messages on biosense webster, inc. Equipment were reported. The force visualization features used were dashboard, vector and visitag. Visitag module was used with the following settings: stability 2mm/3s fot25% at 3gr, size 3mm tags, tag index for color. The flow setting was set to 8 ml for below 30 w and 15 ml for above 31 w. No biosense webster, inc. Product deficiencies were reported.